Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message. Technical services (ts) was contacted, and ts discussed that the device showed a 'wb" code due to greater than 255 resets. Transient memory corruption was suspected, and the resets were expected to have returned the device to normal operations. The patient performed pii for further analysis. The patient presented to their clinic for further follow up, where the device beeper was reset. The patient confirmed they recently had air travel and a computed tomography (CT) scan. Ts stated these may be correlated and related to the reported device behavior. The clinic will continue to monitor this patient. No adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.